Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 303 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had bleeding from an unspecified source on (B)(6) 2018. It was reported that hemoglobin dropped to 7.0 g/dl. Patient's anticoagulation regimen included aspirin and warfarin. Patient was transfused with 1 unit packed red blood cells (prbcs). Bleeding resolved on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. The pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.